Manufacturer narrative:
Product analysis: display was found to be misaligned to stylus contact. The connection between the display's overlay and printed circuit board (pcb) was reset and the stylus was calibrated to the display. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and display were not interfacing properly. The programmer was returned for service. There was no patient involvement.